Event description:
It was reported that the customer was "on the way to the hospital"; cause of hospital visit was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.